Event description:
Additional information was received that shortly after the lead issue was noted, a procedure was performed to revise the lead due to the confirmed dislodgement. As the repositioning attempt was unsuccessful as the shock coil was damaged, the lead was explanted and replaced. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that during a routine follow-up appointment, the right ventricular (rv) lead exhibited a decrease in pace impedance measurements by approximately 200 ohms, 115 ohms shock impedance measurement, and a decrease in amplitude. The rv pacing percentage increased to 32%, likely due to undersensing. Noise was noted on the baseline for 3 seconds on the shock channel, this was not present on the nearfield electrogram (egm) and was not seen by the device. The issue was resolved at the start of threshold testing. The patient was scheduled for a lead revision due to a suspected lead dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead passed electrical testing, and the tip and helix showed no anomalies which would lead to dislodgement. The clear medical adhesive was torn/separated at the proximal end of the proximal spring electrode. Additionally, the proximal spring was stretched at this point.